Manufacturer narrative:
Medwatch sent to FDA on 7/13/2016. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of necrosis: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the nose. The patient developed what "might be a necrosis case on the nose." It was noted that the patient "has improved."